Event description:
Patient reported that the one touch basic original meter would not power on. This issue was not resolved with troubleshooting. The batteries were replaced, but the issue persisted. There was no medical intervention or treatment given. No further clinical information was provided. A replacement meter was sent to the patient.